Event description:
The physician reported to the manager of the unit that during an angioplasty procedure, the coronary wire broke off in the pt's coronary artery. The artery is very small and the wire was left in the body.